Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that perforation with effusion was observed. Patient¿s symptoms and the date on which perforation first occurred were unknown. The lead was explanted and replaced. No special tools or additional procedures were required. The procedure was completed successfully without adverse consequence to the patient. The patient was in good condition.